Manufacturer narrative:
(B)(4). Device labeling addresses reported event of hematoma as follows: "postoperative haematoma/seroma may inhibit wound healing and require surgical correction and/or explanation."

Event description:
Reported event of "haematoma" within 8 patients from journal article: "skin reducing mastectomy and immediate reconstruction: the effect of radiotherapy on complications and patient reported outcomes", (B)(4) journal of surgical oncology: the journal of the (B)(4) society of surgical oncology and (B)(4) association of surgical oncology, ((B)(6) 2014). Electronic publication date: (B)(4) 2014. This record addresses the right side.